Manufacturer narrative:
The account replaced the cardio pulmonary resuscitation valve to resolve the issue.

Event description:
The account alleged the head section slowly drifts down. No injury reported.